Event description:
During troubleshooting with the technical service representative (tsr), it was found that the patient had reused the cassette. The customer contacted baxter's service center regarding an alarm, which occurred on the homechoice (hc) during the initial drain. The home patient (hp) had restarted the initial drain before calling. The hc had another alarm. During troubleshooting, the tsr had the hp check the line for blockage. The hp stated that she could see what it was and she corrected the problem. The hp restarted the initial drain. A few seconds later, the unit alarmed again. The tsr informed the hp that she had to clear the line or she would not be able to get out of the initial drain. Per the hp, she thought it was because it was the same setup from yesterday on the hc. The tsr gave the instructions on how to end therapy early. The tsr instructed the hp to replace the setup and restart with new supplies. The hp stated that she would call the registered nurse (rn) about skipping therapy for the day. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. Per product labeling, users are instructed that disposable products are intended for single use only when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.